Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and it was observed that the sheat was returned with the dilator inside the device. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the inner valve. Additionally, deformation was found of the outer valve of the sheath boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'. Separately, the deformation seen on the outer valve was most likely due to the transportation and storage of the device with the dilator inside of it for a prolonged period of time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. Mapping was performed with a non-boston scientific catheter and then the farawave pfa catheter was introduced into the sheath. Aspiration was performed at this point and air was continuously pulled from the sheath. When the catheter was removed aspiration was performed successfully and without excess air. Still at that time the sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. Mapping was performed with a non-boston scientific catheter and then the farawave pfa catheter was introduced into the sheath. Aspiration was performed at this point and air was continuously pulled from the sheath. When the catheter was removed aspiration was performed successfully and without excess air. Still at that time the sheath was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.